Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified material split. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 184511 valvuloplasty balloon allegedly experienced a material split. This information was received from a single source. There was no reported patient involvement for the malfunction. The patient¿s age, weight, and sex were not reported.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified material puncture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 184511 valvuloplasty balloon allegedly experienced a material puncture. This information was received from a single source. There was no reported patient involvement for the malfunction. The patient¿s age, weight, and sex were not reported.